Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, there was a poor staple formation in which the load did not perform the correct closing. There was also an incomplete staple line distally and was fixed with another load. The procedure was completed with a device with different lot. There was no patient injury.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.